Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that a revision shoulder surgery performed due to a loosening of the glenoid component. The prosthesis was replaced with an inverse shoulder prosthesis. The initial surgery was performed (B)(6) 2015.